Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during initial implant, the lead was damaged with the insertion of the stylet. It was also reported that the area between the lead tip and lead ring was bent back and, when inserted, wouldn't straighten out. The lead was not used and replaced. No patient complications have been reported as a result of this event.